Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation was initiated under complaint investigation child record (B)(4). Complaint investigation results: a complaint was received for the quick-set product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Controls review: according with an analysis in the quick set area with a process mapping it was identified the next process controls to detect material in process with failures. A) 100% leak test and flow test in the quick set final assembly process. During the quick set assembly process a verification at 100% is performed to segregated and send to scrap the material that present leak and flow failures, this inspection at 100% is performed according with the document 4805005 rev. 41 (work instructions for quick set product assembly process). These inspections are documented in the pfmeca [2] of the quick set assembly process, the major severity for "100% leak test and flow test c) 100% visual inspection. During the quick set packaging process, a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Adhesive tape must not be delaminated needle guard is present on the needle. Cover is not damaged or burned paper and plastic must be fully sealed, and packaging must be well molded the tube and needle length must be the one printed on the set. The printing of the set must be legible, non-blurry, non-spliced, not incomplete (expiration date, lot number, design, no. Gtin and 2d code must be correct) tyvek is completely sealed and covers the entire ring area. Infusion set is free of contamination. This inspection at 100% is performed according with the document [61] working instructions for multivac machines outside the clean room. For further information please see memo attachment - quality controls in the assembly process of quick set products of the dhf- 1. Conclusion: although the lot number and physical samples were not provided, the investigation confirms that robust process controls are in place for the quick-set product. These include 100% leak and flow testing during final assembly and 100% visual inspection prior to packaging, as defined in the applicable work instructions and documented in the pfmeca. These controls are designed to detect and segregate defective units, ensuring product integrity and compliance with quality standards. Based on the review, the risk of undetected defects reaching the customer is considered low.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: puerto rico, united states.

Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that the patient faced an event of high blood glucose on (B)(6) 2025. The blood glucose of the patient was 400 mg/dl even after bolus. Also, the patient had pain. Therefore, the patient was hospitalized on (B)(6) 2025 for four hours. The patient was treated with insulin (manual injection and intravenous drip). No further information available.